Manufacturer narrative:
Date of event estimated. The device has not been returned for analysis. A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Manufacturer narrative:
Date of event estimated.

Event description:
Related manufacturer reference number: 3006705815-2024-00431 and 3006705815-2024-00432.it was reported the patient did not recharge the ipg as recommended. In turn, the ipg became inoperable, and patient lost therapy. It was also reported that the patient was experiencing ineffective stimulation. Surgical intervention took place where the ipg and leads were explanted and replaced to address the issue. Effective stimulation was restored.